Event description:
A 1.0mm sternal cables implanted in a pt, broke post operative.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot number.